Event description:
During review of programming history on a physician's vns computer, it was noted 2 programming anomalies occurred in 2007 that changed a pt's vns settings. Attempts for the actual programming history are in progress.